Event description:
The following report was received from the affiliate: the patient experienced a thrombotic event, three days after receiving four cypher stents. At four months post index, the patient experienced restenosis. The thrombotic event was treated with poba. The restenosis was treated with coronary artery bypass graft surgery.

Manufacturer narrative:
The patient has a history of a previous acute myocardial infarction (ami). The patient was admitted to the hospital with a diagnosis of ami and underwent a staged percutaneous coronary intervention (pci). Angiogram revealed a 95% stenotic lesion in the left anterior descending (lad) and a 70-90% stenotic lesion in the right coronary artery (rca). The patient underwent the first pci for treatment of the rca in which pre-dilation was conducted before implantation of three cypher stents at 16-20atm in an overlapping fashion in post-dilation. The safety and effectiveness of implanting more than two cypher stents has not been established. Even days later, the second pci was conducted to treat the lesion in the lad. Pre-dilation was conducted before implantation of a cypher, at 16-20atm, followed by post-dilation. Stent to vessel sizing for both pci's was 1:1 with good apposition noted. Residual stenosis for lesions in the lad and rca was 0%. The use of heparin was indicated for both procedures; activated coagulation times (act) were not monitored. The use of ivus was not conducted. The patient completed the stage pci's without any report of injury or procedural complications and was subsequently discharged on plavix and aspirin. Three days after the index procedure, the patient presented with sub-acute thrombosis in the rca and lad. The patient underwent a re-pci to treat the thrombus, details of which are unknown. The patient was continued on aspirin. Approximately four months post the index procedure, the patient presented with in-stent restenosis of the rca. The patient subsequently underwent a coronary artery bypass graft. The product remains implanted in the patient thus not available for evaluation. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: thrombotic events and restenosis are known potential adverse events post coronary stenting. Restenosis is associated with the progression of cardiovascular disease. There are procedural factors that may have contributed to the reported events. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of four products being reported for the same event. Please reference manufacturing reports#: 9616099-2007-01267, -01272, -01273 and -01274. Any additional information will be submitted within 30 days of receipt.